Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the user experienced a low blood glucose of 46 mg/dl. The customer states they have been waking up with too many low blood glucose readings for a week and a half. The customer treated their low blood glucose with glucose. The user alleged the insulin pump was over delivering insulin due to waking up with too many low blood glucose readings. The customer¿s blood glucose at the time of the call was 166 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.